Event description:
It was reported that during an angioplasty procedure in right lower chest, the balloon allegedly detached from the catheter. The detached component was removed using snare. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the initial MDR was inadvertently submitted with a g3 date of 12/10/2021. The correct g3 date is 12/09/2021. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. During visual evaluation, the balloon was noted to be detached from the proximal and distal glue weld of the catheter. It was also noted to be inverted. The proximal end of the balloon was noted to have frayed material due to the detachment. The marker bands were not seated in the correct positions. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported balloon detachment since the balloon was noted to be detached from the catheter during visual evaluation. Therefore, the investigation is confirmed for the identified material frayed since the balloon was noted to have frayed material during visual evaluation. A definitive root cause for the reported balloon detachment and identified material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure in right lower chest, the balloon allegedly detached from the catheter. The detached component was removed using snare. There was no reported patient injury.